Event description:
A customer reported e216 and e226 scope communication errors when performing maintenance on the hd 3cmos camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, an e226 scope communication error occurred, possibly caused by water seepage through cuts on the device cable. The e216 scope communication error was not replicated. The investigation is ongoing. A supplemental report with be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "e226 error code" is likely to have occurred due to the poor communication caused by the cable failure. It is likely that a cable failure occurred due to water intrusion from a cable covering shortage. Additionally, phenomenon 2 "e216 error code" is likely to have occurred due to the poor communication caused by the cable failure. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.